Event description:
It was reported that while performing a case in the iliac and superficial femoral artery, the physician accessed the iliac via the brachial artery. The absolute pro ll 6x150 was prepared and advanced on the 0.035 guidewire. He opened the lock and tried to deploy the stent. While deploying he felt a lot of resistance with the deployment thumbwheel to deploy the stent. The deployment thumbwheel was able to be turned three to four times before it was no longer able to turn. He decided to remove the stent but the stent shaft was not coming out. He advanced the introducer sheath over the partially deployed stent and removed them simultaneously as a whole assembly. He noticed that a small piece of the stent fractured and remained in the vessel so he performed angioplasty with balloon dilatation and implanted a non-abbott 7x150 stent to complete the case. The non-abbott stent was used to cover the fractured stent and treat the iliac vessel. No adverse patient consequences were reported; however, a clinically significant delay in procedure was reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam, activation failure and material separation ¿ stent were able to be confirmed. The reported difficult to remove and entrapment of device were unable to be replicated in a testing environment as they were based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a review of the complaint history of the reported lot revealed similar complaints from this lot, indicating there is a potential quality issue. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment.